Manufacturer narrative:
This event is serious; expected, but infrequent complication of y90 radioembolization therapy, which is caused by extrahepatic deposition of radioactive microspheres in the gut.

Event description:
The pt was treated with 120 gy of therasphere on (b)(5) 2011. Approx one month following treatment, he developed nausea and vomiting. Endoscopy on (B)(6) 2012, revealed a gastric ulcer (grade 2) with signs of healing. Medical therapy with medication was initiated and the pt improved initially with an upper endoscopy one month later demonstrating partial healing, however, on (B)(6) 2012, the pt developed worsening abdominal pain and peritoneal signs. Pt was admitted to hospital for IV narcotics and a repeat upper endoscopy demonstrated increasing ulcer depth and size. The pt was referred to a surgeon and on (B)(6) 2012, he underwent a distal gastrectomy (antrectomy) for nci ctcae grade 4 gastric ulcer. The pt developed a complication in the form of an anastomotic leak, managed with percutaneous drainage and required total parenteral nutrition for 6 weeks. The pt was discharged from hospital on (B)(6) 2012, and achieved complete recovery by (B)(6). As of last f/u in (B)(6) 2012, the pt was feeling well and had no symptoms related to gastrointestinal irritation or ulceration.